Event description:
This is a report of a patient who experienced a pleural leak coincident with therapy for peritoneal dialysis (pd). The patient experienced shortness of breath as a result of the fluid buildup in their chest and lungs. Pd therapy was temporarily discontinued and the patient was placed on hemodialysis for 6 weeks. After the 6 weeks the patient recovered from the pleural leak and re-initiated peritoneal dialysis therapy using lower fill volumes, however, the patient experienced another pleural pd leak. The patient again was again placed on hemodialysis therapy. The patient was not hospitalized for either event of the pleural leak and treatment information was not reported. At the time of this report the patient has resumed pd therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced the pleural leak on an unspecified date in (B)(6) 2013. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history record showed the device has been reconditioned/serviced since its original manufacture date. A review of the device service history showed no abnormalities that could cause or contribute to the reported event. If additional relevant information is received, then a follow up report will be submitted.